Event description:
The customer reported that the system exhibited arcing, failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The x-ray tube and cover, temperature sensor, hvsr assembly and igbt assembly were also evaluated and replaced. The system was tested and found to be working as intended and returned to service.